Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a damaged door. This condition had the potential to interrupt delivery. This condition was found in the pediatrics department before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) (6201) and (B)(4) (6301) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Evaluation summary: the reported condition of a flogard infusion pump with a damaged door was confirmed and duplicated by baxter personnel. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The pump head door with the requires parts were replaced as per service manual to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the quality engineer has identified the assignable cause as a broken door. The door was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.